Event description:
The customer reported that the alarm has multiple damages to it, but did not specify exactly what was wrong with the alarm. The customer did not specify when they discovered the issue. There was no patient incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product found there is battery leakage residue on the flat battery contacts, battery springs and battery door. The battery ribbon is missing. The alarm did not power up with new batteries, but does power on when using a 9v adapter or power supply and passed all tests. Note: instructions for use has a warning statement: if there is any evidence of battery leakage, remove the alarm from use and notify the appropriate facility authority. Do not use the alarm and do not attempt to clean it if ther are any signs of battery leakage such as corrosion, rust or white powder residue. (B)(4).